Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead kept sliding out of the physician's preferred branch. The lead was explanted, and another lead was successfully implanted. No patient complications have been reported as a result of this event.